Event description:
While md was deploying a cardiac stent, the stent would not slide off the guidewire and began to bunch up on the wire. The md was able to slide it back on the guidewire and removed it without damage to the pt.